Event description:
The pt was undergoing major aortopulmonary collateral arteries coil embolization procedure. The physician was attempting to access the lesion that was in moderately tortuous anatomy. As the guidewire was being advanced through a very narrow perforator artery, it became stuck. The device was removed from the pt using a gooseneck snare. There was no reported clinical consequences to the pt.